Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that multiple bd connecta¿ stopcocks connecta plus devices had cracks and leakage found between ((B)(6) 2017) found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Correction. Product information change. Medical device lot # changed from: 06/12/2017 to: 7125512.

Manufacturer narrative:
Investigation summary: 11 used samples were provided for evaluation. Samples were leak tested at 8.7 psi according to test method t400sp. A crack on 9 samples is observed on the housing component that lead to leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7125512. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea rm5864 was reviewed and there are proper controls in place to detect product malfunctions. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause for manufacturing process cannot be determined by investigation.